Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to infection and extrusion of the receiver/ stimulator. The device was explanted (B)(6), 2012. There plans to reimplant the patient with a new device, but this has not occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).